Event description:
It was reported that during one day post implant check, an x-ray confirmed the atrial lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)